Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders were not showing up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system orders were not showing up. A technical support specialist (tss) dialed in to secure link to access the server. The tss checked the es server for the patient ID and found multiple profiles for this patient. A patient cast query was run to check the active directory (adt) message sent from the hospital. The patient status was currently showing as preadmitted from the adt message. The customer was advised to reach out to their admission team to reconcile the patient profile and admit the patient. The system functioned as intended after the technical support specialist troubleshot the device.